Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller's wife alleged that the blood glucose device gave an inaccurate reading. At 9:30 pm the customer received a blood glucose result of 144 mg/dl on his nano system. Based on this result the patient took 58 units of lantus. At 10:30 pm the patient received a blood glucose result of 51 mg/dl. The patient experienced low blood symptoms of feeling dizzy, sweating, and weakness. The customer's wife treated him with candy and chips. The wife reported that he started feeling better 1 hour after receiving the treatment. The wife alleged that the blood glucose reading of 144 mg/dl was incorrect; therefore causing the customer to take too much insulin. The customer was not hospitalized. Return of the suspect device was requested for evaluation.